Event description:
Explanting physician reported left side seroma and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e1-phone number: (B)(6).the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture baker grade IV, seroma-late.visual analysis:visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device.additional observations: red particles observed. Crease observed on the device.no further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side seroma and capsular contracture baker grade IV. Device has been explanted and replaced.